Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pt had to get an MRI but they did not have an ac power supply cord for it was lost. The pt had not been using their stimulator in months because they had not heard back from their rep. The pt had been trying to get in touch with the rep for months, the pt noted their ins did not work and they tried to get it to works with 3 reps. Pt noticed the ins did not work as soon as they turned the ins on since march 29th. Pt was notified that the leads did migrate. Pt wanted the ins removed for it was a scan. Pt had been sitting in pain for months and they could not get an MRI and even took an epidural. The pt was redirected to their hcp and agent tried to provide nas phone number. Pt demanded to speak to a supervisor. Pt was transferred to another scs agent. Pt was transferred to pss. Pt repeated complaints from original call. After rep repeatedly told pt pss is sending out new ac power cord, and we have contacted local reps and dm asking them to call him. Pt said this in a way that made pss didn't think he was being truthful. Rep told pt that legal will call him back, but after speaking with pss we have agreed to let the field call pt back.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. A patient reported they knew of somebody else that was going through the same 'thing' and when agent attempted to collect patient information or issue patient got escalated and refused to provide information. The patient had call in as they were having issues with their stimulation. The patient had reported issues regarding having difficulties finding a representative to help them. The patient had noted that they had found out their leads moved during healing. Patient also noted their adaptivestim feature which was the main feature of the implant wasn't working. Patient noted they had 80% improvement during trial and they were now more in pain than before the surgery and they couldn't find anyone to give them epidural. The patient's (initial reporter's) issues were all captured in rr 3004209178-2023-12086. It is unclear which of these issues the "other" patient they were referencing to, were experiencing as well. See related event: rr# 3004209178-2023-12086

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.